Event description:
It has been reported to philips that the wireless footswitch did not trigger fluoroscopy. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occured after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and it was completed as planned by using the wired footswitch. The philips remote service engineer (rse) inspected the system remotely by connecting with the customer and confirmed that the wireless footswitch did not trigger fluoroscopy. The philips field service engineer (fse) inspected the system onsite and performed visual check, measure of the charger and retried. The root cause of the issue could not be found. To resolve the issue, the fse replaced the wireless footswitch. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.